Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure (batch no. A50510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho-cyclen on (B)(6) 2012. Concurrent conditions included obesity, unspecified, endometriosis, chronic sinusitis, chronic rhinitis, foot pain, synovial cyst, obstructive sleep apnea syndrome, headache and vertigo. Concomitant products included ascorbic acid (vitamin c), calcium, colecalciferol (vitamin d), ibuprofen, linum usitatissimum seed oil (flaxseed oil), tocopherol (vitamin e) and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), device expulsion ("migration of essure device location of device: uterine wall/failure to occlude fallopian tube"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2013, (B)(6) 2014, hysterectomy with bilateral salpingooopherectomy)) and surgery ((B)(6) 2013, (B)(6) 2014, hysterectomy with bilateral salpingooopherectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, bladder disorder, urinary tract disorder, device expulsion, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded) current weight (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. This case was upgraded in the incident category. The reporter information and patient demographic was updated. Her concurrent condition, concomitant medication and lab data was added. Essure lot number, indication and removal date was added. Severe physical injuries was updated to abnormal bleeding (vaginal, menorrhagia), infection: bladder, vaginal, bladder, urinary problems or changes, migration of essure device location of device: uterine wall, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: lower abdominal pain, vaginal discharge, failure to occlude fallopian tube, perforation (fallopian tube), perforation (uterus) and weight gain. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/ migration of essure device"), uterine perforation ("perforation (uterus)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 44-year-old female patient who had essure (batch no. A50510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho-cyclen on (B)(6) 2012. Concurrent conditions included obesity, endometriosis, chronic sinusitis, chronic rhinitis, foot pain, synovial cyst, obstructive sleep apnea syndrome, headache, vertigo, paratubal cyst, menses irregular, birth control and adenomyosis. Concomitant products included ascorbic acid (vitamin c), calcium, colecalciferol (vitamin d), ibuprofen, linum usitatissimum seed oil (flaxseed oil), tocopherol (vitamin e) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 21 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary incontinence ("urinary leakage") and micturition urgency ("urinary urgency"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti infection"). In (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: uterine wall/failure to occlude fallopian tube"), cystitis ("bladder infection") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery ((B)(6) 2013, (B)(6) 2014,hysterectomy with bilateral salpingooopherectomy,bilateral tubal fulgaration), surgery (hydrothermal endometrial ablation) . Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, dysmenorrhoea, dyspareunia, weight increased, urinary tract infection, weight decreased, urinary incontinence and micturition urgency outcome was unknown. The reporter considered cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, micturition urgency, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2014 pateint underwent oophorectomy , (B)(6) 2013 pateint underwent bilateral tubal fulguration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded) (B)(6) 2014 surgical pathology final report, diagnosis: hysterectomy and bilateral salpingo-oophorectomy specimen: cervix - no significant pathologic change. Endometrium - focally denuded with residual proliferative endometrium (no polyp, hyperplasia or malignancy). Myometrium - focal superficial adenomyosis. Bilateral fallopian tubes - paratubal cysts (left). Bilateral ovaries - functional cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal heamorrhage, urinary incontinence. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received- new events added: urinary leakage, urinary urgency,weight loss, urinary tract infection were added. New reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/ migration of essure device"), uterine perforation ("perforation (uterus)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 44-year-old female patient who had essure (batch no. A50510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho-cyclen on (B)(6) 2012. Concurrent conditions included obesity, endometriosis, chronic sinusitis, chronic rhinitis, foot pain, synovial cyst, obstructive sleep apnea syndrome, headache, vertigo, paratubal cyst, menses irregular, birth control and adenomyosis. Concomitant products included ascorbic acid (vitamin c), calcium, colecalciferol (vitamin d), ibuprofen, linum usitatissimum seed oil (flaxseed oil), tocopherol (vitamin e) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 21 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary incontinence ("urinary leakage") and micturition urgency ("urinary urgency"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti infection"). In (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: uterine wall/failure to occlude fallopian tube"), cystitis ("bladder infection") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery ((B)(6) 2013, (B)(6) 2014, hysterectomy with bilateral salpingooopherectomy, bilateral tubal fulgaration), surgery (hydrothermal endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, device expulsion, cystitis, vaginal infection, dysmenorrhoea, dyspareunia, weight increased, urinary tract infection, weight decreased, urinary incontinence and micturition urgency outcome was unknown. The reporter considered cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, micturition urgency, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2014 pateint underwent oophorectomy , (B)(6) 2013 pateint underwent bilateral tubal fulguration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded) (B)(6) 2014 surgical pathology final report, diagnosis: hysterectomy and bilateral salpingo-oophorectomy specimen: cervix - no significant pathologic change. Endometrium - focally denuded with residual proliferative endometrium (no polyp, hyperplasia or malignancy). Myometrium - focal superficial adenomyosis. Bilateral fallopian tubes - paratubal cysts (left). Bilateral ovaries - functional cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal heamorrhage, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.